Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem's t:slim user guide, ¿do not remove or add insulin from a filled cartridge after it is installed on the pump¿.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose levels were not impacted. Reportedly, a previously used cartridge was loaded onto the pump. The customer was able to load a new cartridge successfully and resumed insulin.